Event description:
The patient reported a while back a request for a replacement aligner was made because it cracked but the replacement aligner hurt the teeth. The patient continued wearing the aligner, but the tooth became loose, and the patient started experiencing extreme jaw pain level 10. The dentist recommended to stop wearing the aligners due to misalignment. The patient also noted sensitivity, ill fit and jaw discomfort.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.